Event description:
It was reported that when stripping off t1, the suture broke. No patient injury was reported.

Manufacturer narrative:
One 72201491 ultra fast-fix curved needle delivery system returned. The complaint stated: "it was reported that when stripping off t1, the suture broke." There was a small piece of bone/tissue with the needle. The blue split cannula was not returned. The depth limiter was returned trimmed and separated from the needle. T1, t2 and suture were returned. T1 was freed and has had an extra knot tied in the suture. It is frayed there. T2 is partially within the needle track but is lifted up out of the delivery tip. The needle is bowed and bent toward the right. Per IFU: "do not bend delivery needle." Twist or bend can interfere with proper delivery of anchors. The t was freed with a tug of the suture attached. This suture was damaged and quite frayed. The needle tip surface is also scratched up in the same area as the frayed suture. It appears that another instrument may have gotten entangled during attempted use. The symptoms are indicative of difficulty with reaching the desired anchoring location and difficulty with anchoring.